Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim user guide states: make sure that you always have an insulin syringe and vial of insulin with you as a backup for emergency situations. You should also always have an appropriate emergency kit with you. Talk with your healthcare provider regarding what items this kit should include. Device not returned.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the usb cable. Customer did not have an alternate usb cable, a replacement usb cable was sent to the customer. The customer¿s blood glucose (bg) levels ranged from 235 (mg/dl) to 500 (mg/dl). The customer reported that high bg was due to not being able to use the pump due to normal battery depletion. The bg level was addressed with a sliding scale treatment, the customer declined to provided more information regarding bgs and declined follow up from tandem technical support regarding issue.